Event description:
The customer biomedical engineer (biomed) reported a recurring issue with the configuration of alarms in which they are not working on a recently installed philips intellivue information center ix (piic). The device was in use on a patient. There was no report of patient or user harm.